Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to window damage. Pictures were taken. A receiver charge test was performed and failed as the power drops out when receiver is connected to charger. The battery was replaced, however the receiver power continued to drop when connected to charger. A receiver boot test was performed and passed, but only when center button is held. Functional tests were not performed due the power dropping. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the power dropping. On. The allegation was confirmed. The probable cause was determined to be a defective usb connector. No injury or medical intervention was reported.